Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the adjustments resolved the stimulation issue resolved for now. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. Patient mentioned that they sometimes did not feel stimulation and other times they felt like stimulation was too strong. No further complications were reported or anticipated. Additional information was received on 2017-oct-10. It was reported that the circumstances around the stimulation issue were that it didn¿t seem to be working. It was noted that adjustments were either made or planned to resolve the issue. No further patient complications are anticipated or expected as a result of this event.